Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a generator replacement. Prior to the procedure, it was noted that the left ventricular lead exhibited high capture thresholds and high impedance. Programming changes were made. All parameters were acceptable after the changes. The patient was in stable condition post procedure.